Event description:
<P>it was reported that a pump alarm occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a cartridge and resumed insulin therapy without further issues.</p>